Event description:
Embolization treatment of an avm with onyx. It was reported that at the end of onyx procedure, while removing the catheter, a cast of onyx around the catheter became dislodged and migrated to the posterior circulation. The physician decided to leave the onyx piece in the superior cerebella artery and flush the system with dmso. Consequently, the catheter ruptured and onyx observed exciting out approximately 10cm from the catheter's tip. The catheter was removed from the patient and a merci retriever was used to retrieve the onyx embolus. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00321.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).